Manufacturer narrative:
The returned lead linox s 75 with the sn (B)(4) was thoroughly analyzed. During the visual inspection, signs of abrasion were noted on several sites along the lead body. The rope conductor to the ring electrode was fractured in the distal section of the lead. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the friction lead to the assumption of significant mechanical stress on the lead in the implanted state. Further examination showed a puncture through the lead fixation sleeve into the lead body. Dark,coagulated blood was located in the lumen at that site. This damage can with high probability be regarded as a result of the operation procedure. The lead linox smart s 65 with the sn (B)(4) was not available for analysis. It can be assumed that this lead was no longer in use at the time of the complaint but had been replaced with the returned lead with the sn (B)(4) on (B)(6) 2011. There were no indication of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of 30 months, oversensing with inappropriate shock deliveries was reported. It was also reported that a brownish discoloration of the lead and a bluish discoloration on the backside of the device housing were detected during the revision. In addition, imprints of the lead loops could be seen. The report on this incident was originally transmitted with the wrong serial number ((B)(4)).